Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the reload did not fire and did not work. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot #n4a2294y) sigphandle, sig power sigphandle handle, (sn: (B)(6) sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-assisted right lobectomy, there was no issue with the firing, but when an attempt was made to release the tissue, a power handle error message appeared on the display and the cartridge could not be released. The surgeon used a powered approach to release the jaws. A new device was used to complete the case. After the surgery, a visit was made to the operating room and the powered handle, shell and adapter were installed with the used 45mm reload. When firing was already done, and ¿0¿ should have been displayed on the screen, the screen still showed a ¿1¿ on the reload icon. With a nurse present, the green button was pressed, and the device was tried to fire, but it immediately stopped. The same issue occurred when the reload was removed from the adapter then reconnected. There was no patient injury.